Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) was not returned for evaluation. The controller ((B)(6)) was returned for evaluation. A review of the pump's manufacturing documentation confirmed that (B)(6) device met all requirements for release. There was no evidence that (B)(6) had previously been serviced. A review of (B)(6) device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. The returned controller passed functional testing. Visual inspection revealed contamination within both power ports and the pump connector. Of note, despite the observed contamination, no alarms or reactivation events were triggered during functional testing of the controller. The observed contamination are additional findings, not related to the reported event, likely due to handling of the device. An internal inspection of the returned controller revealed a crack on a standoff post within the controller housing. The crack is an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 was opened to investigate cracks on the internal threaded posts with controller 2.0. Visual evidence provided by the site revealed kinks and discoloration of the driveline outer sheath. Log file analysis revealed two (2) electrical fault alarms logged on 23/apr/2024 at 13:38:39 and 20:06:08. Review of the event log file revealed five (5) reactivation events were logged between 15/apr/2024 and 23/apr/2024. The first two (2) reactivation events were due to an over-current condition in the rear stator resulting in the pump running on a single stator (front stator only). The electrical fault alarms and remaining three (3) reactivation events were due to an over-current condition in the front stator resulting in the pump running on a single stator (rear stator only). Additionally, the alarm log file revealed (180) high watt alarms since 23/apr/2024 due to increased power consumption required to run on a single stator. Furthermore, a vad disconnect alarm, indicating a physical disconnection of the driveline from the controller, was logged on 25/apr/2024 at 11:17:53 likely due to the reported controller exchange. Furthermore, log file analysis revealed one (1) motor start event recorded on 27/oct/2021 at 13:55:57 in which the motor start parameters were atypical. As a result, the reported events were confirmed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on historical review of similar events, the most likely root cause of the observed outer sheath discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the driveline sheath kink damage may be attributed, but not limited, to factors such as normal wear over time and/or improper handling. Based on risk documentation and the available information, a possible root cause of the reported electrical fault alarms, high watt alarms and observed reactivation events can be attributed, but not limited, to the driveline kink damage. The kinks in the driveline likely compromised the integrity of the outer sheath and probably caused several wires to come in contact with each other that led to triggering an electrical fault alarms due to a short circuit. Additional products: product ID -1420-controller 2.0 / serial # (B)(6). H3: yes d9: yes, return date: 29-april-2024 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending, and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420xxxx / expiration date: 30-jun-2024 / serial or lot#: (B)(6). UDI #:(B)(4). D9: no h3: no h4: mfg date: 06-jun-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited an electrical fault alarm that was caused by the ventricular assist device (vad) driveline being "very twisted and kinked." It was also reported that the vad was running on one motor stator and exhibited above normal power, high flows and high watt alarms. It was also reported that the patient's lactate dehydrogenase (ldh) and plasma free hemoglobin were higher than thier baseline and they had an echocardiogram which did not show anything of concern. Review of log file data revealed several motor start event with parameters outside of the typical range. The patient was admitted and the controller was exchanged. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.